Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 unsupported scope error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 and e315 error messages was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e216 scope communication error message. The issue occurred during inspection before use. There were no reports of patient harm.